Event description:
Perforated bowel causing peritonitis and emergency surgery. Had mesh surgery since 2007 and have suffered pain and discomfort since. Have told surgeon problems all along and he refuses to acknowledge the problems stem from the mesh. I now have a lump in my stomach which is a ball which the surgeon says is the mesh and it may have turned up a corner. It has damaged the muscle in my stomach causing me great discomfort and pain when I sit, stand, and walk. The only suggestion my surgeon has to this problem is pain management, which I refuse to take drugs for the rest of my life, and replacing the mesh which is only another band aid. I want this problem fixed for good.